Event description:
It was reported that the user experienced recurrent low glucose readings after a same-day mounjaro injection while using the ilet system, with the lowest reported blood glucose of 50 mg/dl and a stable value of 100 mg/dl during the call; the user independently chose to disconnect from the pump after being advised to consult their healthcare provider for medical guidance. Symptoms included reported low glucose alerts and user irritation due to frequent alarms, without other hypoglycemia symptoms. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included customer interview and troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia in the context of recent mounjaro use. It was concluded that the event was user-managed with oral carbohydrate and that the cause of hypoglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.